Event description:
Information received by medtronic indicated that the customer reported a sensor glucose vs blood glucose reading mismatch. The blood glucose value was 50 mg/dl and the sensor glucose value was unknown at the time of the event. The insulin delivery was suspended due to sensor glucose vs blood glucose difference. Low limit sensor settings was 70 mg/dl. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the sensor. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.